Event description:
My breathing has become increasingly worse since (B)(6) 2021. I get short of breath with minimal exertion. I had a CT scan done and several nodules were seen in my lungs. My blood pressure and heart medications were changed and an inhaler was prescribed to see if that helped my breathing issues. It has not. My health care providers cannot tell me exactly what the nodules are from, and they have not changed in size. I have used one of the recalled bipap machines since (B)(6) 2018. FDA safety report ID # (B)(4).

Event description:
My breathing has become increasingly worse since (B)(6) 2021. I get short of breath with minimal exertion. I had a CT scan done and several nodules were seen in my lungs. My blood pressure and heart medications were changed and an inhaler was prescribed to see if that helped my breathing issues. It has not. My health care providers cannot tell me exactly what the nodules are from, and they have not changed in size. I have used one of the recalled bipap machines since (B)(6) 2018. FDA safety report ID # (B)(4).